Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultra-fine¿ 3/10ml insulin syringe stopper is defective. The following information was provided by the initial reporter, translated from japanese to english: it was reported that there is one defect at hand where the white part of the outer cylinder where the finger hooks is worn, and two defects where the black rubber is hard and does not slip.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported the bd ultra-fine¿ 3/10ml insulin syringe stopper is defective. The following information was provided by the initial reporter, translated from japanese to english: it was reported that there is one defect at hand where the white part of the outer cylinder where the finger hooks is worn, and two defects where the black rubber is hard and does not slip.